Event description:
Information received from a healthcare provider (hcp) via a manufacturing representative reported the patient went to the hcp¿s office with a pocket infection; the surgeon was able to express pus from the pocket site. It was speculated that the cause was due to the patient¿s tool belt causing irritation but it was not certain. Antibiotics were administered but did not resolve the infection but the issue was resolved at the time of the report. There was a full system explant on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.